Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021, at 3:50:35 through (B)(6) 2021, at 17:54:21. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. Section 1 list lists device thrombus and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a recent hospital admission from (B)(6) 2021 to (B)(6) 2021 for suspected lvad outflow graft thrombus, initially seen on a transthoracic echocardiogram (tte). The site initially thought the suspected thrombus was due to mildly subtherapeutic inr but was unable to confirm or see thrombus on further imaging of 2 tees and a computed tomography angiography (cta). Imaging reviewed in detail and thought likely to represent artifact as the "filling" was very echogenic which was inconsistent with thrombus. Even in the original images color is not respected. Patient was admitted to hospital, given IV heparin until inr therapeutic, discharged home on warfarin, warfarin resistance genetic test sent (results normal, no genetic resistance/variant identified). Plan was to do close follow up and monitoring of inr. Patient also has home inr machine and able to closely monitor. The submitted log files did not note any unusual events.